Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the inside coupled charged device (ccd) was damaged by the intruded moisture because the head imaging and camera cable were flooded, leading to an event in which the image you pointed out was not reflected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a faulty cable causing no image. Additional findings included the following: the universal code/video cable had appearance abnormalities, image flooding in the head part, and cable flooding in the cable part. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the cable film had a tear on the hd camera head. Inspection and testing of the returned device found cable breakage. There were no reports of patient harm or impact associated with the reported event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.